Event description:
Revision surgery was performed about 6 years and 4 months after the primary surgery due to stem mobilization. Stem was revised with a competitor stem.

Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 163095: (B)(4) items manufactured and released on 13-sep-2016. Expiration date: 2021-aug-28. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.